Event description:
Crack in catheter just distal to the cuff. This is longitudinal and somewhat unexplained given the unlikelihood of trauma either from manipulation or sharp instruments. This has created undue stress on pt as well as having the ability to give good care generally with the line problems.